Event description:
The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 7278 implantable cardioverter defibrillator 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increase in lead impedance and threshold and decreased r-waves. The lead remains in use. No patient complications have been reported as a result of this event.